Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-11587. It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that both the atrial and right ventricular (rv) leads exhibited noise. The rv noise was reproducible in clinic. Additionally, the rv lead exhibited intermittent loss of capture. On (B)(6) 2020, the rv lead was capped and replaced, and it was decided to continue to use the current atrial lead. The patient was in stable condition before, during, and after the procedure.